Manufacturer narrative:
Combination product: yes.

Event description:
Device interrogation on 30-apr-2025 showed noise during threshold test. Hmsc trends show decrease in sensing. All other values appear stable. Lead to be evaluated further. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.